Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending . However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the packaging of ultraverse 035 pta balloon allegedly got contaminated. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was also returned for evaluation, with all packaging components being returned. No white or yellow substance could be seen on any of the packaging materials or device matching the initial reported information. One photo was provided for review. No liquid or staining can be seen on any of the packaging material in the photo. However, the reported details stated the staining could no longer be seen at the time the image was taken. Therefore, the investigation is unconfirmed for the reported contamination as no evidence of any substance can be seen in the provided photo or in the returned sample. Per the reported event details, it was thought the liquid possibly dried between identification and the sample photo being taken and sample review. However, the definitive root cause and source of the reported staining could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the packaging of ultraverse 035 pta balloon allegedly got contaminated. There was no patient contact.